Event description:
On saturday, february 21st, rptr bought product supra clens followed the directions on the box and also read through all of directions inside the box. Rptr applied a single drop of the product to each one of the sides of the case (which was also included in the box,) along with the opti-free solution then proceeded to put contacts in the case. Next morning, rptr took contacts out of the case, rinsed them with the opti-free solution and proceeded to put them on. After they put the first contact in, they realized that there was something wrong because it hurt so bad they could not stop blinking. Rptr then removed the contact, and held it up to the light so that they could see through it. It had a hole right in the middle!!! "Needless to say, I was highly upset because I paid a lot of money for my contact lenses." Rptr has already ordered new contact lenses, but they feel as though co should know how unhappy they are with this product." I am including in this letter a copy of the order for my new contact lenses, along with a receipt from the payment with my credit card. As you can see, I paid a great price using your product. Not only did I pay a little under $5.00 for your horrible product but also paid a $148.00 for my new contacts. I will expect that if you are a respectable co, you will take full responsibility for this. I will like you to refund in full the money I paid for the product as well as the amount that I paid for my contacts."